Manufacturer narrative:
Initial MDR should have also stated: 'there was one reported case of rhematogenous retinal detachment.' Date received by manufacturer literature should have been included in initial MDR. Patient code 3191 (secondary surgical intervention - scleral buckling, cryotherapy) should have been included in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
An article was published in the journal of cataract & refractive surgery in june 2019 titled, '10-year clinical outcomes after implantation of a posterior chamber phakic lens for myopia.' The article states that patient underwent scleral buckling with cryotherapy. Resolution of retinal detachment was observed and the cdva recovered. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.